Event description:
The customer stated that she was experiencing elevated blood glucose levels. The customer's blood glucose reading at the time of the phone call was 422 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. However, the high pressure test failed. The customer declined to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.